Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during coronary angiographies. The procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot expose. Upon further inspection, the fse found that the issue was due to ippc defective. The fse replaced the ippc. After replacement of ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system can't exposure. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.